Event description:
Bayer r & I was notified of an alleged air injection that had occurred during a diagnostic coronary angiographic procedure while the pt was connected to the avaulta fluid management system. An air bubble was visualized under fluoroscopy in the right coronary artery during the procedure. The pt suffered an acute coronary syndrome with st elevation. The pt became hypotensive and suffered a cardiac arrest. Successful CPR was performed and the pt was sent to the intensive care unit. The site reported that a CT scan of the brain was performed and was determined to be unremarkable. The pt recovered and was discharged to home after 3 days.

Manufacturer narrative:
A system service check of the avaulta fluid management system serial number (B)(4) was completed on (B)(4) 2014 which confirmed that the injector was operating within bayer r & I specifications. The multi-patient disposable set (mpat) and the single-patient disposable set (spat) that were in use during the procedure were discarded by the site; however, the site was able to provide lot numbers that were in use during the time of the incident. Bayer r & I quality assurance product analysis examined retained samples from mpat, lot number 132102 and spat, lot number 130202. Testing concluded that the retained disposables performed to specification with no problems observed. Additional applications training has been offered and we are awaiting a response from the site. The avaulta fluid management system operation manual states that the operator is required to expel all trapped air from the syringe, drip chambers connectors, tubings, and catheter before connecting to the pt.